Manufacturer narrative:
Occupation was lay user/patient. The test strips were requested to be returned for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results on a coaguchek xs meter serial number (B)(6). The result on the meter was 4.3 inr at 11:50 pm. On (B)(6) 2020 at 12:21 am, the result on the meter was 2.4 inr. The 4.3 inr was believed, and the coumadin dose was withheld for one day. The patient therapeutic range was 2.0-3.0 inr, and the prescribed frequency of testing was monthly.

Manufacturer narrative:
The reporter's test strips were not returned. The meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.2 inr, qc 2: 5.3 inr, qc 3: 5.2 inr. The obtained results were in the allowed range. No error messages occurred during the investigation. Results retrieved from the meter's memory showed a change in dates and times from that initially reported. The result of 4.3 inr was observed on (B)(6) 2020 at 12:17 am and the result of 2.4 inr was observed on (B)(6) 2020 at 1:40 am.